Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/20/2025. An investigation was conducted on 08/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock off , which allows for the white plunger to be depressed. The seal was observed in the loading device window. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches (B)(6). The length of the delivery tube was measured at 2.49 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000475033 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that professor kim hyo-hyun used two fingers to press the buttons on the delivery device to use the heartstring product during an off-pump CABG surgery. He then pushed the top of the handle. However, the device did not advance properly. He tried again twice, but the device did not advance properly. The medical staff, judging that there was a product issue, pulled the top of the handle to perform a defect test. However, the seal was stuck in the holder and did not come out. The medical staff on site determined that there was a product issue and performed the surgery using a new product, which was successfully completed. There was a delay of 7-10 minutes. There were no effects to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.